Event description:
Event description boston scientific received information that this patient has been experiencing diaphragmatic stimulation since implant fifteen days ago and it was also reproducible when her outputs were increased on both channels in ddd. Eleven days ago, the patient was readmitted to the hospital for pneumothorax and the patient has continued to feel this stimulation since. The field representative contacted technical services (ts) to review the patient's electrograms (egms). After reviewing the thresholds, the paced and sensed morphologies were indistinguishable. Ts continued to troubleshoot with the caller on the egms and the stimulation. Later the same day, the caller reported loss of ventricular capture and possible dislodgement. The physician would be scheduling an x-ray soon.